Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault w/lens rotation. The lens was repositioned, but this did not resolve the problem. The lens was replaced with a longer length lens, and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H3: device evaluation is required but has not yet been performed. Claim: (B)(4).